Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump has restarted three times. He said that the back light is flashing and that the medtronic logo is on the screen. He removed the battery and stated that changing the battery made the motor seem back to normal. The customer blood glucose was unknown. During critical pump error troubleshooting, the customer reported that the display screen showed the critical pump error image and that it occurred when he was warming up his lunch. He tried taking out his battery and the pump alarmed with two different pump error alarms. The customer was advised that the pump needed to be replaced and to revert to a backup plan per his doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Unit received with frozen display and constant vibrating, problem isolated to electronic assemblies. Unable to verify critical pump error, pump error 23 or pump error 49 due to frozen display.